Event description:
Handpiece overheated during a crown preparation procedure and patient received a burn to their lip on the right side. No treatment was necessary at the time of the injury and no need for additional medical treatment has been reported.